Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. The root cause has been determined to be an electrical failure ¿ design. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known. H3 other text : no product returned.

Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not powering on. There was no patient harm. The issue was noted prior to patient use.

Manufacturer narrative:
No device will be returned per customer. The customer complaint was confirmed. The root cause of this failure was identified.

Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not powering on. There was no patient harm. The issue was noted prior to patient use.